Event description:
Nurse reported hospitalization due to high blood glucose. Caller stated that the customer's blood glucose have been in the 500 range. The current blood glucose reading is 121 mg/dl. The blood glucose reading at the time of the event was 479 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.